Manufacturer narrative:
The failure investigation has been completed and the alleged alarm 20 and alarm 30 issues were verified. Additionally, the alleged cartridge change error load sequence and cart damaged issues could not be verified. The information will be used for tracking and trending purposes.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges. Additionally, an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump. Additionally, it was reported that cartridge alarms occurred during the load sequence. Reportedly, the customer reverted to manual injections for insulin therapy. Customer¿s blood glucose was 188 mg/dl.